Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a periodic inspection, the cs300 intra-aortic balloon pump (iabp) unit needed a solenoid board replacement. The voltage value between tp2 and tp5 of the solenoid board was measured and was 1.71v; which confirm that it is outside the specified value.

Event description:
N/a.

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, component, investigation conclusions). Corrected fields: h6 (health effect - clinical, health effect- impact). A getinge field service engineer(fse) was dispatched to evaluate the unit. During regular inspection the fse confirmed that the voltage value was not the default value. The fse replaced the solenoid board (0670-00-0639) and confirmed that there was no reproducibility. An inspection was then carried out and it was found to be problem-free.